Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01668; 0001822565-2023-01669. D10: item# 110031428; lot# 64862430, item# 110030777; lot# 65054408, item# 113636; lot# 64964393, item# 010000589; lot# 004910, item# 180551; lot# 162950, item# 180553; lot# 181350, item# 115395; lot# 346240, item# 405800; lot# 495010, item# 406669; lot# 554790, item# 405889; lot# 413380, item# 180556; lot# unk. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery approximately three (3) weeks ago due to experiencing multiple possible dislocations. Subsequently, during the revision it was noted that the humeral bearing completely disassociated from the humeral tray and visual inspection of the bearing notes damage of the bearing. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified that the tray was returned with wear and damage. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.